Event description:
A first responder responded to a person, condition not reported. The pt was connected to an automatic advisory defibrillator with the device and disposable defibrillation/ECG electrodes. According to the rptr, the device constantly alarmed "connect electrodes" and would not monitor the pt. Pt outcome was not reported.